Manufacturer narrative:
Additional, changed, and/or corrected data: b3

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture baker grade ii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d6b explant date: date has been provided as (B)(6) 2024, but this information confirming explant and stating the explanted device is "completely destroyed" was received prior to 28/sep/2024. Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture and capsular contracture baker grade ii. The device has been explanted and replaced with a non-allergan device.